Manufacturer narrative:
The lot number for the device was provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a manufacturing related cause for this event. The filter remains implanted. Therefore, a sample evaluation could not be performed. The investigation is currently underway. This event was reported under voluntary uf medwatch report # (B)(4).

Event description:
It was reported in a voluntary medwatch report that a "bard simon nitinol filter" was placed in the ivc without complication. Pt returned in 2009 for another issue. CT scan of the abdomen identified a "fragmented filter". One strut was outside the ivc in the area of the right renal hilum. Subsequently, the filter tilted forty five degrees and is partially in the right renal vein. No known clinical problem resulted from the filter fracture, so it remains in place. No embolization of filter fragments to lung are apparent. Pt is asymptomatic.